Event description:
Information received indicated that the implantable cardioverter defibrillator (ICD) was explanted and replaced after approximately 29 months of service life due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analyst commented, recommended replacement time (rrt) recorded on save to disk (s2d) (B)(4) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.